Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal low calcium for peritoneal dialysis (pd). At the time of this report, the action taken with dianeal therapy was not reported. On (B)(6) 2012, baxter (B)(4) local pharmacovigilance received an e-mail from a nurse stating the patient experienced peritonitis on (B)(6) 2012. The cause of the peritonitis was not reported. On an unreported date, the patient began remedial therapy with an unspecified antibiotic via ip (name, strength and frequency not reported). This peritonitis event was resolving.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.